Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "check pads" and "poor pad contact" messages. Complainant indicated that the clinician obtained another multi-function cable with no change. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Several contacts were made to the customer for return of the device. The device has not been returned to zoll for evaluation.